Event description:
It was reported that the pt's stimulation was stuck on high all week and the pt programmer would not turn the device off. When the pt woke-up the stimulation was on, the following occurred: neck, arm and chest were tight; painful stimulation in private areas, kidney and stomach; pt could not grasp anything; couldn't feel her left arm or hand; left eye and speech affected; migraine. The pt "went to the hosp this weekend but they couldn't do anything." The pt's leads have moved and she has an appointment scheduled to see her physician. She was able to turn her stimulation off and many of her symptoms resolved. Further info is being requested from the hcp.